Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient developed a hematoma. The physician temporarily moved the lead into subcutaneous tissue and re-implanted the patient once the symptoms began to resolve. There have been no reports of further complications regarding this event.